Event description:
The pt was revised due to a pain. Tha was done for the left hip with mom. After the surgery, the pt suffered from a pain in the left hip. It was found that the tissue around the stem neck and head was black. Also, black foreign matter like abrasion powder was found between the head and neck junction.

Manufacturer narrative:
The devise associated with this report was not returned. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available: however, this complaint is part of a trend under investigation as part of (B)(4). Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.